Event description:
Baxter (B)(4) received a report of an infusor that did not infuse completely during patient therapy. There was approximately 120ml of fluid left inside the device at the end of infusion. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. One week later, the lcc informed that the half of the solution was remaining in the infusor. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 180ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 21.5 hours. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. If additional relevant information is received a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.